Manufacturer narrative:
Retained samples of the same lot number were inspected visually. No faults could be detected. The returned device showed the reported problem. Two polarity "+" pads were attached to the set. The electrode set came from a manual assembly line, where the error was not detected. An analysis of historical data from the last five years shows three other complaints of similar nature. During this period a total of approximately 2.4 million comparable sets has been produced. We are therefore considering this a very rare event caused by human error. This product is not marketed in the USA. However, a similar assembly process is used for products sold in the us. We are therefore considering the incident reportable. As the IFU states "always keep a second pack of defibrillation electrodes with the defibrillator", a correct set was (and would have been) available as well. In addition, the information for two alternative placement locations is also printed on the pouch. We therefore assess the risk resulting from this error as low. Measures to reduce the likelihood of occurrence of both the error and its non-detection have been set-up. Among these are: the apex and sternum pads have now defined marked positions on the assembly line. The riveting of apex and sternum pads to cables is now performed always in the same order. In addition, there is an ongoing project to add an automated image processing control unit to this line to prevent non-detection from reoccurring. It is planned to become available by the end of (B)(6), 2015. We will provide a follow-up report upon receipt of additional information regarding the patient outcome.

Event description:
On (B)(6), we have been informed about a malfunction with a defibrillation electrode in (B)(6). When the punch of a defibrillation electrode set was opened by an operator of the fire brigade ((B)(6)) both pads had the same print (polarity "+"). The operators opened another set and used it for the patient. The incident caused a delay in analyzing the patient. When reaching the hospital the patient was delivered to hospital personnel. The initial reported provided no information if there was a delay in clinical treatment. We have not received any further information about the patient outcome so far despite of repeated requests.

Manufacturer narrative:
Retained samples of the same lot number were inspected. The returned device showed the reported problem. Two polarity "+" pads were attached to the set. The electrode set came from a manual assembly line, where the error was not detected. An analysis of historical data from the last five years shows three other complaints of similar nature. During this period a total of approximately 2.4 million comparable sets has been produced. We are therefore considering this a very rare event caused by human error. This product is not marketed in the USA. However, a similar assembly process is used for products sold in the us. We are therefore considering the incident reportable. As the IFU states "always keep a second pack of defibrillation electrodes with the defibrillator", a correct set was (and would have been) available as well. In addition, the information for two alternative placement locations is also printed on the pouch. We therefore assess the risk resulting from this error as low. Measures to reduce the likelihood of occurrence of both the error and its non-detection have been set-up. Among these are: the apex and sternum pads have now defined marked positions on the assembly line. The riveting of apex and sternum pads to cables is now performed always in the same order. In addition, there is an ongoing project to add an automated image processing control unit to this line to prevent non-detection from reoccurring. It is planned to become available by the end of november, 2015. The initial reporter stated that there was no damage or delay in therapy as "no shock was recommended" and that the electrode had been applied probably as a precaution ("routine or suspicion").

Event description:
No harm to the patient was caused by this malfunction.